Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the failed back surgery syndrome (fbss) patient observed a power on reset (por) message on (B)(6) 2014 and experienced a loss of stimulation. The patient reportedly ¿was able to charge the device, but was unable to perform stimulation¿ at that time. The patient¿s implantable neurostimulator (ins) was then charged to 75% the following the day. However, a physician programmer was not able to ¿conduct telemetry¿ at the time of report and instead displayed an ¿error message saying ¿please charge the device.¿¿ it was noted the battery had depleted in ¿about ten days without performing stimulation¿ and that ¿the battery depleted too quickly.¿ it was also noted the battery ¿replenished too quickly.¿ the ins was then charged for about 15 minutes until it was 25% charged and at 50% charged por error code 0x3608 appeared. The por error code reportedly indicated several different pors: stack overflow, illegal instruction/crc error, and voltage too low. After adjusting the patient¿s stimulation and ¿reactivating¿ the ins, it was found ¿the battery indicator was completely white because the battery had less than 25% remaining. It was noted the ins had the adaptivestim feature active and had previously overdischarged once. Impedance testing found the therapeutic impedance was ¿around 800¿ ohms and there were ¿no electrodes out-of-range.¿ there were ¿no¿ health hazards to the patient due to the event. Additional information has been requested; a supplemental report will be filed if additional information is received.